Event description:
Patient had about 4 vgo's where the adhesive pad became loose and it fell off. Patient confirmed she is cleaning the site and avoiding folded skin. Patient discarded all of the vgo's.